Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0056 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that connector didn't fit. Customer opened a new set.